Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported by the distribution center that the device was noted to be damaged and fell apart. The district manager noted it appeared that the sheath dilator was pushed, separating the valve from the sheath material. The device did not have any patient contact.